Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported an erosion. The rep noted an image of the patient and their implantable neurostimulator (ins) which was exposed through the skin. It was recommended that the patient seek medical attention; the rep told the patient to go to the emergency room. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician reported that the battery would be removed within 4 weeks to a new pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.